Manufacturer narrative:
Initial

Event description:
It was reported that an ilet user experienced persistent hyperglycemia with blood glucose rising from below 180 mg/dl to 225 mg/dl over several hours despite pump-delivered corrections, later peaking at 328 mg/dl; the user performed a full supply change and also administered a subcutaneous insulin pen injection after disconnecting the pump as instructed. Symptoms included hyperglycemia with thirst and increased urination. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device findings and insufficient information regarding a specific device component or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.